Event description:
It was reported that a small volume intermate was missing a blue tip. This was identified before use. There was no patient involvement. Additional information was requested and is not available. This is medical device report 2 of 3.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation outside of its original packaging. Visual inspection noted a blue winged luer cap; however, a defective product was unable to be verified as it is unknown whether this component was missing before the packaging was opened. The cause of the missing component is unknown. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a follow up report will be submitted.